Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with a false air in line alarm was confirmed. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with a constant false air alarm. This condition was discovered during programming/set-up in the facility's oncology care area. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a constant false air alarm was confirmed during product evaluation. This condition was caused by a defective air sensor. This pump is a baxter owned device and will not be repaired. Should additional information be received, a follow-up medwatch will be submitted.